Event description:
The pump was returned from repair to the customer on 12/6. While waiting to be tested pump started turning on and off by itself. This continued for several hours - no intervention would stop it. It finally failed with a 531:320:675:0000 error and continuous alarm. The hospital biomed noted he had to disconnect the battery to get it to stop. There was no patient involvement.